Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that when the voyager balloon catheter was inflated to 8 atm, the balloon ruptured. There were no pt effects. No additional event or pt info is available.